Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The noise was able to be reproduced with patient isometrics. Programming changes were made to sensitivity and the physician ordered a chest x-ray and planned to discuss a potential lead replacement procedure with the patient. Additional information was received that no further actions have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.